Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of 48 mg/dl and the sensor had inaccurate reading. The customer¿s blood glucose level was 73 and 65 mg/dl and sensor glucose was 51 mg/dl. The customer was treated with glucose tablet and the blood glucose went up to 68 mg/dl. Customer received a change sensor alert after a calibration not accepted. The customer also states the sensor cannula was bent. The customer declined troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.